Manufacturer narrative:
Investigation summary: the manufacturing process for the lead was re-investigated, and all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Ventricular capture threshold increased from 0.5v@0.35ms to 3v@1ms occurred on (B)(6) 2023 (four days post implantation) and a ventricular cardiac perforation was confirmed by x-rays. The action planned to remedy to this perforation was to increase the ventricular output from 3.5v to 5v. A follow-up was performed on 14 september to ensure the actions taken were adequate and no additional issue occurred. The ventricular capture threshold was found stable at 2.5v@0.35ms. Given that the lead is correctly functioning and no increase following this re-programming occurred, a lead malfunction is not suspected to be the cause of the reported issue. Cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature, which can be attributed to various factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics.

Event description:
A new pacing system was implanted on (B)(6) 2023. On (B)(6) 2023, the ventricular threshold suddenly increased, causing a pacing failure, so an emergency check was performed. The threshold had increased from 0.5v@0.35ms to 3.0v@1.0ms. Radiographs confirmed cardiac perforation. The patient remained under observation. The physician cannot definitively conclude that this is a lead issue; it is also possible that the problem is caused by the patient. He never had too much lead flex in ventricular chamber.

Event description:
A new pacing system was implanted on (B)(6) 2023. On (B)(6) 2023, the ventricular threshold suddenly increased, causing a pacing failure, so an emergency check was performed. The threshold had increased from 0.5v@0.35ms to 3.0v@1.0ms. Radiographs confirmed cardiac perforation. The patient remained under observation. The physician cannot definitively conclude that this is a lead issue; it is also possible that the problem is caused by the patient. He never had too much lead flex in ventricular chamber.